Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was readmitted due to hemolysis and elevated lactate dehydrogenase (ldh) levels. The pt was started on bivalirudin and integrilin for suspected pump thrombosis.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined without a full evaluation of the product. The patient remains ongoing on lvad support with no further issues reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.